Manufacturer narrative:
One sampled device was returned. The balloon exhibited an axial burst extending up from the distal collar and terminating approximately 4mm below the base of the proximal collar. The balloon material was inspected under magnification. An obvious defect was not observed on the material that could identify a potential point of origin for the burst. The device history record for the lot number involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
A report was received from the (B)(6) stating the transgastric enteral feeding tube broke after two weeks of use. No additional information was provided in regards to the patient's status and the outcome of the procedure.

Manufacturer narrative:
(B)(4). Method code: actual device evaluated; visual inspection; results code: results pending completion of evaluation; conclusions: conclusion not yet available evaluation in progress. The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is in-progress. Upon completion of the sample evaluation and investigation; a follow-up report will be filed. (B)(4) has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the (B)(4) complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a halyard health product is defective or caused serious injury.